Event description:
Initial result for a patient bicarbonate was 46 mmol/l. When repeated, the result was 25 mmol/l. The incorrect result was not used to guide pt therapy. The field service representative was unable to determine a cause for the discrepancy.